Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was noted that the delivery catheter did not reach the patient's wall due to patient anatomy (persistent left superior vena cava). Successful helix fixation was suspect as the lead was placed without the support of the catheter tip. The patient then presented with palpitations and twitching in the chest. Dislodgment of the lead was confirmed by x-ray. The lead was programmed off and then later explanted and replaced. No further patient complications have been reported as a result of this event.